Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The contrast keypad button responds normally when pressed. The ok, up arrow and down arrow keypad buttons have intermittent response when pressed. None of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under all the button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button was sticking and intermittently responsive. The issue reportedly started 2 days ago. The patient stated that the ok keypad button did not click back and spring back normally and that occasionally she would have issues with the other keypad buttons. It was indicated that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.